Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that occlusion alarms occurred. System check was performed, and no issues were identified with the tubing and cartridge. Reportedly, the customer was using cold novorapid insulin with the pump. The customer was educated that using cold novorapid insulin is off-label per the user guide. Customer changed supplies and resumed insulin therapy. Customer¿s blood glucose level was not impacted.